Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device failed cutter insertion assessment and had a drilled tip. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown but was reported to have occurred during 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device failed cutter insertion assessment and has a drilled tip was confirmed. An assessment was performed and it was determined that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. An assessment was performed which found that the bearings were worn out and loose creating a situation where the cutter is not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. The assignable root cause of this condition was determined to be wear from normal use and servicing, the failure was caused by worn out bearings. The condition of the drilled neuro-tip leg was determined to be due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause of this condition was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.